Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the patient presented to the clinic with reports of tones from the implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the ICD and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and suggested further evaluation. No x-ray was taken, however the ICD and rv lead were explanted. No additional adverse patient effects were reported.